Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. (B)(4). Off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -9.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchanged resolved the problem. Unknown was reported to be the cause of this event.